Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a hemorrhagic stroke occurred. A pulse field ablation procedure was performed using a faradrive steerable sheath and farawave catheter. Post procedurally the patient was extubated and transferred to recovery. During recovery the patient experienced a fall. Computed tomography identified a hemorrhagic stroke. No further information on the status of the patient is available.